Event description:
Customer reported getting high results. Device = 400-500 mg/dl. Customer "bottomed out". Customer went to the hospital. Hospital device = 52 mg/dl. Unknown treatment was received at the hospital. No controls used. Test strips were expired. A request was made for return product and replacement product was sent.